Event description:
Information was received that this smiths medical cadd administration sets experienced leaking from the hole in the air filter. It was reported that the nurse noticed that the tubing the patient used for pip-tazo had been leaking from the hole in the air filter. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: two cadd administration set was returned for analysis. Visual inspection found delamination was found in one join of the filter with the tube in two of the samples received. No discrepancies were found with the other sample. Both the set passed the leaking test. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.